Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited elevated threshold. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The correct b5 event description should have been 'it was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited elevated threshold. The rv lead was explanted and replaced. There were no patient consequences.' Instead of 'it was reported that the pacemaker dependent patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited elevated threshold and failure to sense. The patient presented for generator change procedure. During the procedure, the rv lead had damaged. The rv lead was explanted and replaced. There were no patient consequences.' The correct model number, serial number and lot number of the reported right atrial (ra) lead is 1888tc/58, bch072280 and 3454222 instead of 1646t/58, (B)(6) and 3461481. The correct d4: expiration date is jul 31, 2014, instead of jun 30, 2014. The correct h4: device manufacture date is jul 28, 2011, instead of jun 16, 2011. The correct d6a: date of implant is on (B)(6) 2012 instead of on (B)(6) 2011. H6: medical device problem code 1559 - failure to sense and 1069 - break should have left blank.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker dependent patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited elevated threshold and failure to sense. The patient presented for generator change procedure. During the procedure, the rv lead had damaged. The rv lead was explanted and replaced. There were no patient consequences.